Event description:
Pt with a femoro-popliteal bypass performed in 2003, underwent surgical revision for bypass aneurysm in 2006. It was reported a graft ruptured section at the radially support segment. Graft was removed and replaced by another intervascular graft. It was also reported that pt was in good condition post surgery.

Manufacturer narrative:
Method: explanted graft was sent to an outside laboratory for hispothalogical examination. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Conclusions: no conclusion can be drawn until the histopathological examination is completed. A follow-up report will be submitted within 30 days upon receipt of add'l info.